Event description:
The electric system 6 handpiece was returned for service. During evaluation at the manufacturer it was determined that the device runs in the wrong direction when in reverse mode. There was no patient involvement and no adverse consequences reported to be associated with the device.

Manufacturer narrative:
Manufacturer evaluation confirmed that the device ran in the wrong direction due to a malfunctioning potted trigger assembly.